Manufacturer narrative:
(B)(4). Correction: the patient began pd therapy on an unreported date in 2010, not (B)(6) 2014 as previously reported. Additional information : on an unknown date, the patient experienced a reoccurrence of peritonitis. The cause of peritonitis was specified as a break in aseptic technique further described as the bags being compromised. The patient was hospitalized for the event and discharged one day later. The patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as due to air because the pt did not close doors while connecting to the homechoice device, the pt was distracted by her children, and the pt made a mistake of touch contamination. The pt was not hospitalized for peritonitis. On the same day as the onset of peritonitis, the pt began treatment with ancef (2 gram, frequency and route not reported). Fourteen days after onset the pt was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.